Event description:
It was reported that when the patient presented for routine follow-up, non sustained rv oversensing was observed due to far p wave oversensing. Programming change was made and patient will continued to be followed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.